Event description:
Per rep, pt was prepped for an av node ablation and since pt. Has been in atrial fibrillation since implantation, the atrial lead threshold went unnoticed until now. Lead has dislodged and was repositioned today.